Event description:
The pt reported hip pain. X-rays revealed that the implanted restoration modular cone/conical construct's screw appeared to be not fully seated into the cone body. A revision surgery was performed where the body screw was removed and replaced.

Manufacturer narrative:
The sales rep confirmed that the device and medical info would not be available. Therefore the failure cannot be confirmed and the exact root cause of the reported event cannot be determined with the limited info received.